Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A functional test was performed and passed. A global receiver test was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.